Event description:
It was reported to philips healthcare that the device does not detect the paddles. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.